Manufacturer narrative:
Summary evaluation: vendor pack received unsealed. Isolated event only.

Event description:
After opening box, circulating nurse found the other packaging was open at the top. There was no adverse consequence for the pt or delay in surgery or anesthesia time.